Event description:
The catheter and guidewires were tangled up when the catheter was being collected with resistance after the catheter was pulled back through a lesion where a stent device was placed at lad during procedure.